Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer stated that two weeks ago, her blood glucose dropped to 36 mg/dl. The customer stated that she experienced really bad headaches because of the low blood glucose readings. The mother stated that she had made adjustments to her basal rates. The customer also stated that she woke up with blood glucose of 217 mg/dl and has stayed high. The customer's mother stated that she ate breakfast the same day and her routine and blood glucose were fine.